Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument wire broke inside. The customer does not know what happened. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 6/27/2024, the nurse informed the instrument was inspected prior to use and there was no damage noted. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There were no fragments that fell into the patient due to instrument collision. There was injury to the patient or return for any post-surgical complications related. There was no video or images recorded.